Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving inaccurately low readings. The medical affairs specialists contacted the pt to obtain and verify information. The pt was diagnosed with diabetes in 1984 and requires a wheelchair to get around. The pt reported that for the past 6 to 8 weeks he has been obtaining blood glucose results lower than expected on the reported meter. The pt reported getting results that were less than 50 mg/dl several times over two days. The pt has been experiencing symptoms of nausea and feeling 'as if drunk' for several weeks on and off. The pt tests twice per day before breakfast and before dinner. His blood glucose results are usually between 114 mg/dl and 120 mg/dl, with a target range of 100 mg/dl to 150 mg/dl. The pt reported he has been treating himself based on the meter readings. But when he obtained the lower-than-expected blood glucose results, he was also in contact with his physician who usually retested the pt in the office. The pt could not state what the physician's office results were. The pt stated he continued his normal medication regimen as prescribed. Same day the pt was experiencing nausea and called his physician. He was advised to keep his previously scheduled appointment for the next day. During the office visit, the physician tested his blood glucose with another manufacturer's meter, result unknown, and the pt was given an insulin injection. The physician did not change the pt's medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt was incorrectly cleaning the meter with alcohol, which can damage the meter. The cca advised the pt to not use alcohol on the meter. The testing technique was correct. Quality control testing was not performed, as the pt did not have the check strip or control solution. The meter, test strips and control solution were replaced. This incident is being reported as an adverse event due to the pt was obtaining low blood glucose results and eventually experienced hyperglycemic sysptoms. He then sought treatment from his physician who treated him with insulin.